Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy, lysis of adhesions, anterior / posterior repair and cystoscopy due to sui, rectocele, cystocele and pelvic pain. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and ams miniarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.